Event description:
It was reported that the pump motor drive off post, pump motor drive phase b post alarms. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device appeared to be in good condition with no appearance of any physical damaged. The device history report showed pump motor drive off post and pump motor drive off phase b - no low battery alarm or battery depleted was found in ehl. The device was tested using the power up process, check the reading off battery and visual inspection stepper motor. During testing they were unable to duplicate the customer reported problem, no problem was found on battery or stepper motor. The root cause was unable to determine, no problem was found. The tech noted the pump will be converted into a loaner. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.